Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post lead revision during atrial tachycardia/atrial fibrillation (at/af) episodes were not showing on the implantable pulse generator (ipg) electrogram(egm) and that right ventricular (rv) lead electogram (egm) was showing activity even though the right ventricular (rv) lead port is plugged. The device remains in use. No patient complications have been reported as a result of this event.